Manufacturer narrative:
A device history record review of the reported lot shows that the order was built to specification. A sample has not been returned for this complaint; therefore, visual inspection and functional testing could not be performed. The root cause of the customer's complaint could not be established as a sample was not returned for investigation. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported poor aspiration when performing irrigation during an eye surgery. The parameters were change, however, that did not help. The procedure was completed without harm to the patient using the same product. Additional information and product sample have been requested for this event.